Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on an unknown date. He reported on (B)(6) 2013, he tested on the subject meter and observed a reading in the ¿low 300¿s (mg/dl).¿ he then tested on another meter (unknown brand) and observed a value in the ¿80's¿ (mg/dl) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The patient manages his diabetes with an unknown type/dose of insulin and reported that in response to the alleged issue, he increased his dose of insulin to an unknown amount on an unspecified date/time. The patient claimed that at an unknown time after the issue occurred, he passed out. The emergency medical service (ems) was contacted on (B)(6) 2013 and when they arrived and tested his blood at approximately 4am on an ems meter and a reading of ¿22 or 27 mg/dl¿ was obtained. The patient was treated by the ems personnel with IV glucose, it is not known if the patient was taken to the hospital. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was performed and the result fell within the range as specified on the vial of tests strips. Replacement products have been sent to the patient and subject products are pending return for investigation.this complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required medical intervention by an hcp after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s meter and test strips have been returned on 10/16/2013 and 10/23/2013, respectively, and evaluated by lifescan product analysis on 10/17/2013 and 10/24/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.